Event description:
Caller reported a malfunction on the pump with a displayed malfunction code. There was no reported impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller with resetting the pump, which resolved the issue as the same malfunction code did not recur. Customer was informed to continue using the pump and advised to call back if any malfunction code reappears, to which they acknowledged and understood.